Event description:
A consumer reported that after an intraocular lens (iol) implant procedure, her vision quality was horrible near, intermediate and far, had horrible blinding halos, starburst during the day passing cars with lights on and at work with people's digital computers and keyboards, severe migraines from poor visions. It was also reported that patient quality of life has dramatically changed. Additional information has been requested, received and stated the patient was having issues with intermediate, distance vision not clear, could not see face of child in her lap, or the license plate on cars in front of her, left eye was worse than right eye. She was having horrible halos and glare from lights at night. Next post-op appointment was scheduled on (B)(6) 2023. Patient was told vision was 20/20. He was able to reassure her. He told her to use brighter light when trying to read papers at work (flashlight used in office). This worked very well for her. Instructed her to stop steroid drop. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).